Event description:
Customer reported a unit as e-negative, then the unit was identified as e-positive with another lot of anti-e bioclone reagent. No death or serious injury is associated with this event.